Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and blood leak was noticed from the valve and the hub exit. It was reported that the vizgo sheath seemed stuck in the atrial septum. It was also reported the caller stated that bleeding was noticed at the vizigo sheath valve where the catheter inserts and the vizigo sheath hub beyond the orange knob where the sheath exits at the tip of the handle. The vizigo sheath was replaced and the procedure continued with no further issues. There was no patient consequence. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).